Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. At this time, there is no evidence to suggest that intervention has been performed, and multiple attempts to obtain additional follow-up information have been unsuccessful. Besides patient-reported anxiety due to potential early device replacement, there were no adverse patient effects were reported. Additional information later received from the field indicates this device has been explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed, the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined, that the capacitors were compromised, due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported, that this pacemaker was exhibiting premature battery depletion. Subsequently, this device was later explanted and replaced. Besides surgical intervention and patient-reported anxiety, due to early device replacement. There were no additional adverse patient effects reported. This device has been returned. And analysis has been completed. This report has been updated with the product investigation results.